Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10: concomitant therapy: 00880200100, zimmer dermatome 1" width plate, sn: unk. 00880200200, zimmer dermatome 2" width plate, sn: unk. 00880200300, zimmer dermatome 3" width plate, sn: unk. 00880200400, zimmer dermatome 4" width plate, sn: unk. 00880100200, dermatome hose, sn: unk. G2: foreign - event occurred in australia. Review of the most recent repair record determined the device was not cutting properly, out of calibration. The device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an unknown patient incident occurred during surgery when the customer requested preventive maintenance due to a device calibration issue. During device evaluation, device was not cutting properly. The patient impact and outcome were not reported; no consequences or impact to the patient are known at this time. Attempts have been made and no further information has been provided. Due diligence is complete